Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer had damaged rails. A field service engineer (fse) reported that the damaged rails caused damage to the controller boards on the drawer, requiring full drawer replacement, replaced the drawer, moved the cubies to the new drawer, and verified proper operation. All testing completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1, row d1-d6 were failed to release when trying to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.